Event description:
It was reported by the user facility's biomedical engineer (biomed) that the electronic pt gas system (epgs) was failing calibration. The biomed observed an error code of: 23 2761, which meant the oxygen (o2) sensor measured 2.761 millivolts (mv) which is out of range. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr), the o2 sensors are not replaced by the customer's third party when they perform preventive maintenance (pm) in this hospital. The fsr verified the complaint. The last o2 sensor replacement is unk. The fsr replaced the o2 sensor, reset o2 hours and checked operation. The unit operated to MFR specifications and was returned to clinical use.